Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) had lost a lot of weight, had loose skin and had migrated. Two defibrillation threshold (dft) tests were performed in the clinic. Imaging was obtained in which this electrode had fallen into the abdomen area. The field representative was going to update when the system gets revised. This electrode remains in service. No adverse patient effects were reported.